Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that a pump alarm occurred. The healthcare provider's (hcp) office confirmed that the alarm was due to an empty pump, as the pump was not filled. It was noted that there was no medicine in the pump, because it was empty. The patient was in hospice and was (B)(6). The patient was receiving other medicine (different medication). At the time of this report, there were no plans to refill the pump. The hcp's office reported that "if the patient had withdrawals, she would have already gone through it." Possible withdrawal was noted in the report. The pump off form was emailed to the device manufacture representative. It was noted that no symptoms or adverse events were reported. Additional information has been requested regarding the patient's symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.